Manufacturer narrative:
(B)(4). The reported complaint of "leak - cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-10112 et tube, cf, 6.0 for investigation. Although no defects or anomalies were observed with the cuff, the returned et tube was found to have a hole in the pilot balloon which prevented both the pilot balloon and cuff from staying fully inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at manufacturing by inflating the cuffs and allowing them to remain inflated for four hours prior to being deflated. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "the customer is reporting the cuff is leaking (not holding air)". Prior to use on patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the customer is reporting the cuff is leaking (not holding air)". Prior to use on patient.